Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture".

Event description:
Healthcare professional reported an unknown side "suspected rupture". Device status is unknown.